Manufacturer narrative:
During inspection and testing, foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. The reported issue (no air insufflation) was confirmed. It was observed that air/water was not fed due to clogged nozzle. In addition, service found the celling plate was deformed, the control unit was shaved, the grip was shaved, expected insulation capacity could not be obtained due to cut on the heat shrinking tube of the lock engagement lever, there was a leakage due to cracked plug unit, the scope connector case was dented, the insulation resistance value at the distal end was out of specification due to damaged bending section cover, there was play in the up/down knob due to wear of the angulation wire, the image guide protector was damaged, the plastic distal end cover was deformed, and the adhesive on the bending section cover was cracked. The air/water cylinder and the suction cylinder were discolored. The scope cover, the forceps channel port, the flexibility adjustment ring, the right/left knob, the switch button #1, the light guide cover glass, the scope connector cover, the connecting tube, and the universal cord was scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that air insufflation and optics flushing was not possible. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.